Manufacturer narrative:
Device history review: a review of the device history record showed the device had a manufacture date of 05/27/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in trackwise and sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the rn discovered the infusion bag and tubing was dry. Based on the last visual check and infusion rate, it was expected that 44ml of medication should have been remaining.

Event description:
It was reported that the rn discovered the infusion bag and tubing was dry. Based on the last visual check and infusion rate, it was expected that 44ml of medication should have been remaining.

Manufacturer narrative:
Investigation conclusion: the customer reported event that the bag of fluid medication and tubing set was empty with an expected volume of 44 ml due to an over infusion could not be confirmed or replicated in this investigation. No conclusion could be drawn through the log review regarding the reported experience that rn discovered the infusion bag and the tubing set was dry. Customer reported that it was expected that 44 ml of medication should have been remaining. It is not known how much solution was contained in the infusion bag at the start of programming. The event log review has no way of determining how much solution was contained in the bag. The infusion dose was being titrated and the latest programming was programmed at 6:14:51 am with the rate of 27.3 ml/h and the dose of 1.2 mcg/kg/min. The overall total primary volume infused over the duration of the suspected pump module infusion was 133.084 ml. Log review of prior programming shows the rate and dose programmed were within the parameters that have been previously used with the associated medication (dexmedetomidine). Rate accuracy testing performed found the pump module was infusing within specification. Device inspection: external and internal inspection was performed on the returned pump module. During external inspection, the right (male) iui was observed with corrosion and dry fluid residue and the left (female) iui was observed with corrosion. These observations were incidental findings with no impact to functional performance and relevant to the reported incident. During internal inspection, the pump module was observed with no obvious issues observed. All parts inspected were observed to be manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer reported event that the pump module was infusing faster and more than expected and the bag of dexmedetomidine and tubing set were empty could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 27may2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. H3 other text : device returned for evaluation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn discovered the infusion bag and tubing was dry. Based on the last visual check and infusion rate, it was expected that 44ml of medication should have been remaining.